Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: connected to the infusion set, used for daily infusion, found that the needleless closed infusion connector was blocked.

Manufacturer narrative:
H.6. Investigation: a 2000e china sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to flush the sample. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A review of the production records for lot 20056229 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: connected to the infusion set, used for daily infusion, found that the needleless closed infusion connector was blocked.